Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device could not be displayed on the monitor ten minutes after the subject device was connected. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc checked the subject device and found that the camera cable was twisted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable by twisting, which might be caused by the user handling. If additional information is received, this report will be supplemented.